Event description:
Per the clinic, the patient was administered general anesthesia to facilitate an abutment exchange in (B)(6) 2012 (exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.